Manufacturer narrative:
((B)(4) 2013) device evaluation: the subject meter was returned to lfs and evaluated by product analysis on (B)(4) 2013 with the following findings: the meter's display was found to be cracked or broken. If lifescan obtains additional information concerning this complaint, a supplemental report will be submitted. At this time, lfs considers this matter closed.

Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging black marks. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.